Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a revision procedure where an attempt to place a new lead in left l1 (reference reg report: 1627487-2019-07397) on (B)(6) 2019, the physician instead opted to remove the least effective leads from both existing drg systems and establish a single drg system for the patient. Reportedly, the right l2 lead was explanted. The physician was unable to explant the left l2 lead due to scar tissue (reference reg report: 1627487-2019-11333). Effective therapy was restored post operatively.